Event description:
Chronic dialysis pt arrived at dialysis unit in usual condition with normal vital signs (bp 132/78, temp 98.8, pulse 76, rr 20). Pt became hypertensive and nauseated with vomiting one hour into the treatment. Physician was notified at the conclusion of the pt's dialysis treatment of change in condition. Pt was examined by the physician and sent to area hosp for further evaluation. Lab values at area hosp revealed pt had electrolyte imbalance and emergency dialysis was instituted. Post emergency dialysis, pt's condition returned to baseline.